Event description:
Patient was implanted with moss miami hardware in 2003. Later the patient was involved in "minimal" activity and felt a pop in her back. It was determined that a rod had fractured. In 2003 the patient had a revision procedure to remove and replace the fractured rod. As surgical intervention occurred an MDR is being filed to document this event.